Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was under 18 years. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was to be used to treat a gastrointestinal polyposis during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp due to power failure after connecting the snare to the active cord. Reportedly, there were no issues noted with the cautery pin and the snare was securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The condition of the patient following the procedure was reported to be stable.

Manufacturer narrative:
A2: the exact age of the patient is unknown. However, it was reported the patient was under 18 years. H10: analysis of the returned device revealed that the device does not have any visible failures. The loop and cautery connector were in good conditions. In addition, the loop extended and retracted within specifications. The measurement of the continuity test was found that the device was within specifications. After analysis it was determined that the device did not present any visual issue and it worked as intended. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:23 pm CT.the report number is being corrected from: 3005099803-2018-61968 to: 3005099803-2018-61110.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was to be used to treat a gastrointestinal polyposis during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp due to power failure after connecting the snare to the active cord. Reportedly, there were no issues noted with the cautery pin and the snare was securely attached to the active cord. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The condition of the patient following the procedure was reported to be stable.